Manufacturer narrative:
Device evaluation: the complaint sample was not returned for evaluation; therefore, product testing could not be performed, and the customer''s reported complaint could not be verified. Manufacturing record evaluation: manufacturing record review cannot be performed since the lot number is unknown. A search of complaints related to lot number cannot be performed since the lot number is unknown. Conclusion: no sample was returned, and the lot number is unknown; an investigation could not be performed, and no malfunction is confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown, not provided. Date of event: unknown, not provided. Lot number: unknown, information not provided. Unique device identifier (UDI #): complete UDI # is unknown, as lot number was not provided. Expiration date: unknown, as lot number was not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. (B)(6). Device manufacture date: unknown as lot number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
A doctor reported that his patient was examined approximately 5-months postop, had mild anterior uveitis and a 2.5mm curved translucent fragment in the inferior angle. The fragment had pigment on it which the doctor assumes is choroidal pigment. The doctor did think that it looked very much like a nucleus fragment; however, a month on from the post-op visit, there is no change. Now, the doctor is not sure if it is a cataract fragment or a piece of plastic or something that may have come from the 1mtec30 cartridge. The patient's status is unknown. The doctor will continue to monitor the situation as to if the fragment does not dissolve or needs removal. It was noted that the patient's daily activities is not significantly affected by this issue. No further information was provided.